Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
Related manufacturer reference number: 3006705815-2021-03388. It was reported that following implant of the trial leads the patient experienced leg and foot pain and the inability to move their legs or walk. As a result, the patients leads were explanted. It was determined the patient had suffered a spinal hematoma and surgical intervention was undertaken to address the issue.